Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support walked the caller through a pump reset, and the issue was resolved as the caller successfully started their sensor session with no recurrence of the error code.